Event description:
A pt service rep (psr) contacted zoll customer support while fitting a (B)(6) male pt to report a service code 204 and 107. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (service codes 204 and 107) has been confirmed. Upon eval, the electrode belt receptacle was defective. The cause for the code 204 and code 107 is a disruption in communication between the monitor and the electrode belt. The cause for the disruption in communication is the defective belt receptacle. The root cause for the defective receptacle cannot be positively identified. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.